Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the diagnostic testing, patient data as the facility has it is not known. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported: "band port being replaced." Follow-up findings: reason for removal was leakage, due to "injecting 7.5ml of saline and there was only 3ml in the band." Follow-up findings: "no restriction at last two band fills. On aspiration only 4mls in band. Possible slow leak."